Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not recording atrial arrhythmia. Atrial beats were observed to be falling in post-ventricular atrial blanking period during data collection. Additionally it was noted that atrial undersensing may result in the missed recording. The ipg and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.